Manufacturer narrative:
(B)(4) initial report. Device details, pt medical history, post primary and pre-revision x-rays and explant have been requested in order to progress with the investigation. Device manufacturing records will be reviewed when appropriate device details have been provided.

Event description:
Cormet revision after 5 years 8 months due to pain.